Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap was cracked which caused povidone iodine to leak from the cap. This was identified during use for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: one sample was received for evaluation in an opened pouch with povidone iodine spillage. A visual inspection with the naked eye noted the internal part of the cap had two crack/fissures which crossed the wall towards the external part of the cap. The povidone iodine leakage was noted in the internal part of the cap. The sponge was completely inserted and impregnated with povidone iodine. The reported condition was verified. The cause of the condition was determined to be related to the manufacturing molding process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.